Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard foreign matter noted. The following information was provided by the initial reporter: we have come across one of IV catheter 24g, where there were some weird dirt flecks particles inside. I have sample to send, let me know.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a dark particle within the IV catheter was confirmed; however, the root cause could not be determined from the photograph and sample that were provided for investigation. The photograph showed a black material within the adapter of the IV catheter. The IV catheter was not returned for investigation. The needle and shield were the only physical samples provided for investigation and no foreign matter was identified on the returned sample. As the photograph supports the complainant¿s description of the reported event, the complaint was confirmed; however, the source and composition of the material could not be determined from the photo. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.